Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on (B)(6) 2015. Investigation results were received by dexcom on (B)(6) 2015. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing confirmed the reported event of a permanent out of range signal. The root cause was determined to be a discharged transmitter battery.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was not returned to dexcom. Two sensors (lot number 5198751) were returned for evaluation. Because the sensor products were unrelated to the alleged complaint, an evaluation could not be completed. The reported event of a permanent out of range signal was not confirmed. A root cause could not be determined.